Manufacturer narrative:
UDI: (B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
As reported by the ous affiliate, a hakim valve and a codman bactiseal catheter experienced blockage and were revised. There were no reports of delay or patient harm. Additional information requested.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. Review of manufacturing records for the provided lot number found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
A hakim valve and a bactiseal catheter were returned for evaluation. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: it was noted that the connector was bent. The valve was tested for programming and passed the test. The valve was flushed and leak tested. No leaks noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. No blockage was identified. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10036 for information regarding the second device associated with this event.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.